Manufacturer narrative:
H6: investigation summary one customer sample and five customer photos were received for review and analysis. After review and analysis of the one customer sample and five customer photos, bd is able to confirm the customers reported defect of fm. As the photo shows a 13 mm size tube within a 16 mm size tube. Based on a review of batch records and the investigation results, the root cause was due to improper line clearance and cleaning of the supersacks. The supersacks are reusable bags that are used to transport materials from one department to the next and if not cleaned/cleared properly after use material remaining from a previous batch can remain within the bag. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a plastic piece that seemed to be a broken piece of tube was found inside the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a plastic piece that seemed to be a broken piece of tube was found inside the tube."